Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: synergy ous mr 2.75 x 32mm stent delivery system was returned for analysis. A visual, tactile, and microscopic analysis were performed on the device. A shaft break was identified 17.5cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 28-jul-2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left circumflex artery. Following pre-dilatation with a 2.25 x 12 balloon catheter, a 2.75 x 32 synergy drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed intact from the patient, and the procedure was completed. No patient complications were reported. However, returned device analysis revealed hypotube detached.